Manufacturer narrative:
Updated information: d9 device return date added. H6 type of investigation changed to b22. H6 investigation findings changed to c21. H6 investigation conclusion changed to d15.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in a 67-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: aortic arch replacement. While the patient was in the intensive care unit (ICU), there was a pump stop. The physician reported a left ventricle (lv) signal that showed signs "not normal". Several attempts were made to restart but were unsuccessful. The patient was also on extracorporeal membrane oxygenation (ECMO) support without any anticoagulation due to a bleeding issue (thorax open, re-thoracotomy done). The device was removed and the patient continued on ECMO support. The post-procedure outcome is survived at explant. While on support, the device functioned with d5w sodium bicarbonate in the purge solution. The impella will be reported for the early device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.